Event description:
Based on additional information received on 29-jan- 2016, this case initially considered as non-serious was upgraded to serious as the seriousness criteria for the event was captured as intervention required and disability. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a doctor. This case concerns a (B)(6) female patient who initiated treatment with synvisc and later had a flare up. No medical history, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) into an unspecified location for knee osteoarthritis. The patient was injected by another doctor. It was reported that superolateral approach, intra-articular confirmed with local injection prior to synvisc. On an unknown date, after an unknown latency, the patient had a flare up, swollen, red, painful knee with no signs of infection after synvisc injection (24-48 hours post injection). The symptoms improved over approximately 4 weeks with non-steroidal anti-inflammatory drugs (nsaid's) and intra-articular cortisone injection. It was reported that this was the patient's 4th injection and the other three were fine. The doctor did not think this incidence would put the patient off the treatment with synvisc. It was reported that the patient missed trip to europe as a result of resultant dysfunction action taken: unknown. Corrective treatment: non-steroidal anti-inflammatory drugs and cortisone injection. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention and disability. Additional information was received on 15-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-jan-2016. This case initially considered as non-serious was upgraded to serious as the seriousness criteria for the event was captured as intervention required and disability. The indication of synvisc was added. Corrective treatment for the event was added. Symptoms for the event flare up was added. Outcome for the event was updated from unknown to recovering/ resolving. Clinical course was updated and text was amended accordingly. Additional information was received on 10-feb-2016. The updated ptc results were added. Text amended accordingly.

Event description:
Based on additional information received on 29-jan- 2016, this case initially considered as non-serious was upgraded to serious as the seriousness criteria for the event was captured as intervention required and disability. This unsolicited device case from (B)(6) was received on 09-dec-2015 from a doctor. This case concerns a (B)(6) year old female patient who initiated treatment with synvisc and later had a flare up. No medical history, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) into an unspecified location for knee osteoarthritis. The patient was injected by another doctor. It was reported that superolateral approach, intra-articular confirmed with local injection prior to synvisc. On an unknown date, after an unknown latency, the patient had a flare up, swollen, red, painful knee with no signs of infection after synvisc injection (24-48 hours post injection). The symptoms improved over approximately 4 weeks with non-steroidal anti-inflammatory inflammatory drugs (nsaid's) and intra-articular cortisone injection. It was reported that this was the patient's 4th injection and the other three were fine. The doctor did not think this incidence would put the patient off the treatment with synvisc. It was reported that the patient missed trip to europe as a result of resultant dysfunction action taken: unknown. Corrective treatment: non-steroidal anti-inflammatory inflammatory drugs and cortisone injection. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention and disability additional information was received on 15-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-jan-2016. This case initially considered as non-serious was upgraded to serious as the seriousness criteria for the event was captured as intervention required and disability. The indication of synvisc was added. Corrective treatment for the event was added. Symptoms for the event flare up was added. Outcome for the event was updated from unknown to recovering/ resolving. Clinical course was updated and text was amended accordingly.